Manufacturer narrative:
UDI not required. Legal manufacturer: hcs (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the pressure in the breathing circuit would not fully release, causing high pressure. There was no report of patient involvement.